Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) pacing lead and the rv defibration lead had alerts for high/undefined impedance. The leads remain in use. No patient complications have been reported as a result of this event.